Event description:
A malfunction alarm, specifically alarm 20, was reported by the customer while using the pump during insulin delivery. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer in attempting to resolve the issue by loading a new cartridge, but the alarm recurred. Consequently, technical support arranged for a replacement pump to be sent and instructed the customer to use multiple daily injections (mdi) as a backup therapy. The customer was also guided on how to put the pump in storage mode before returning it and was informed about the pre-paid label for returning the defective pump within ten days.